Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. Auto lead diagnostics shows ventricular lead impedance greater than 2000 ohms since end of june 2014. Ventricular lead impedance began rising in april 2014 from an approximate baseline of 500 ohms.

Event description:
It was reported that during the device interrogation, the patient experienced twitching at high outputs. There was an increase of lead impedance pacing. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.